Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of medical records patient was revised to addressed left hip polyethylene disassociation from pinnacle acetabular cup. Operative notes indicated pain and clicking sounds. On the polyethylene component, two of the locking flanges on the rim of the cup were broken off the cup. There was bone overgrowth the cup anteriorly. It was examined and felt there was a small scratches on the trunnion removing the femoral head component. Doi: (B)(6) 2019 , dor: (B)(6) 2019 left hip please see (B)(4) for right hip.